Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained rv oversensing was received via remote transmission. Review of the episodes, shows lead noise as well as an episode of possible myopotential oversensing and further testing was recommended. The patient was brought into the clinic, isometric testing preformed and no noise was noted. The patient will continue to be monitored on merlin.net.

Event description:
New information received noted that when the patient presented to the cath labe for possible rv lead replacement., there was no vascular access to implant new lead, in light of this the lead was manipulated and there were no signs of noise. The electrical parameters were unchanged and stable. The physician elected to leave the lead intact and change the device instead. The device was explanted and replaced successfully. The patient was stable pre, during and post procedure.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.